Event description:
End plug of tubing broke during placement of band around stomach. Follow up findings: breakage at or near port tubing connector.

Event description:
End plug of tubing broke during placement of band around stomach.